Manufacturer narrative:
Device is a combination product. A promus premier ous mr 38 x 3.50 mm stent delivery system catheter was returned for analysis. A visual examination of the stent found evidence of damage, with struts along the mid-region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020 it was reported that crossing difficulties were encountered. The target lesion was located in a moderately tortuous left anterior descending artery. Following pre-dilatation with a 3.50 balloon, a 3.00 x 48mm synergy drug-eluting stent was implanted in the distal lad. A 3.50 x 38mm promus premier drug-eluting stent was introduced but could not pass through the calcified proximal lad lesion. The lesion was dilated with a 3.50mmx15mm nc emerge balloon catheter and a 3.50x38mm promus premier stent was deployed to complete the procedure. No patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed a stent damage.